Manufacturer narrative:
The pod was not returned for evaluation. We are unable to confirm any product malfunction or defect that may have caused or contributed to the customer's high bgs. A dislodged or kinked cannula would likely impede insulin delivery and may lead to hyperglycemia. Since the pod was not returned we are unable to confirm any malfunction. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advised that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hours of monitoring and administering correction boluses, if bgs still remain high the user guide instructs to change the pod using a new vial of insulin. The omnipod's website offers a resource guide that discusses adhesion tips and recommends adhesion products to help the pod stick and hold the pod in place. Product lot qualification records were reviewed and found to have met all acceptance criteria.

Event description:
A customer's mother reported that her son "used a pod for about eight hours and the cannula came out of the tissue site and was leaking resulting in high bg levels (> 500 mg/dl)." She stated that he "places tape on the adhesive to keep the pod in place." It was also noted that the cannula was kinked. This incident took place on (B)(6) 2011. We do not expect the product to return for evaluation.